Manufacturer narrative:
Correction: redacting a1(patient ID): (B)(6).

Event description:
It was reported that while the patient was being transported from or to nicu, four pump channels turned off. Two channels were infusing vasopressors, and two channels were infusing maintenance fluids. Although requested, further information was not provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Patient age is less than 1 year (unspecified). Although requested, further information was not provided.

Event description:
It was reported that while the patient was being transported from or to nicu, four pump channels turned off. Two channels were infusing vasopressors, and two channels were infusing maintenance fluids. Although requested, further information was not provided.